Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.